Event description:
It was reported that during a lap sigma resection procedure, a white patch (tissue pad) was dropped from the shears and it was found outside of the patient. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.